Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery pin seized in cutting block, when attempting to remove it from the block, the pin broke in half. Half remains in the cutting block and the other half remains in the power pin driver. All pieces retrieved from patient. No surgical delay. Patient consequence? : unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.